Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. After the patient event during subsequent testing, complainant alleged that the device displayed a "poor pad contact" message again.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a retained sample testing, of the provided lot number 1322 of the electrode pads, did not duplicate the problem. The retained pads passed all testing and were assembled according to specification. The retained sample testing concluded that the pads are working as expected. It's important to mention that the customer stated the event involved a significant amount of blood which may have impacted coupling of the electrode pads to the patient. Analysis of reports of this type has not identified an increase in trend.